Manufacturer narrative:
(B)(4). The reporter stated that the access port connector associated with this report was discarded after surgery. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Pain and regurgitation are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses reported event of aneurysm as follows: "inspect the inflatable portion of the band for uneven inflation or lead" prior to product placement. A possible cause of the event includes over inflation of the band with sterile saline. The exact cause of the event cannot be determined. Device labeling addresses the reported event of pain as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subject included: abdominal pain, chest pain, incision pain and port site pain." Device labeling addresses the possible outcome of regurgitation as follows: "fluid should be removed from the system if there were symptoms of excessive restriction or obstruction, including excessive sense of fullness, heartburn, regurgitation and vomiting. If symptoms are not relieved by removal of the fluid, a barium meal should be used to evaluate the anatomy."

Event description:
Health professional reported an alleged aneurysm occurred on a lap-band device. The surgeon noted"one of the pillows on the band was ballooning." During a "routine fill, in which a barium swallow was performed, the pt immediately started having problems with regurgitation and experienced chest pain. The fluid was immediately removed from the band, the pt expressed relief. The entire system was removed and replaced. The serial number has been request by product surveillance. Heath professional stated "just the band is being returned" for analysis, the port was discarded because the problem was "with the band" and not the port.